Event description:
The pump reportedly "delivered on its own." A nurse reported that she "turned the pump on and set the parameters, then the pump just turned off on its own." She then turned the unit back on, and "the pca pump began infusing without a command." The amount that was infused was not available. The pt did not experience any adverse effects. Co requested more info regarding this event, however, both the customer risk manager and the biomedical engineering supervisor state they could not give out any further info.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports related to code 102 (overdelivery) for pca is approximately 2.28/million sets.